Manufacturer narrative:
A correlation between the device and the report of low flow and intracranial hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been having low estimated flows issues in recent months of an unknown etiology. The situation was monitored with echocardiograms and attempts were made to resolved the issue with medication changes and volume. The patient's inr was increased with an inr goal of 2.5-3. The patient was on aspirin and was not hypertensive. On (B)(6) 2015, the patient suffered an intracranial hemorrhage and was admitted to the hospital. The intracranial hemorrhage was severe, measuring 10cm x 8cm, and reportedly affected the patient's brain stem. The patient's inr was reportedly within the goal range at the time of the event and the patient had normal blood pressures. Following the stroke, the aspirin and all anticoagulation was stopped. On (B)(6) 2015, the patient's family decided to withdraw care and the patient expired. An autopsy was not performed.